Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high uncontrolled blood glucose on (B)(6) 2017. Blood glucose value when admitted to hospital was over 1000 mg/dl. They had the customer on shots at the hospital, knows she was not on an insulin drip. The customer was off the pump for greater than 48 hours. Customer declined to troubleshoot for the high blood sugars. The insulin pump will not be returned for analysis.